Manufacturer narrative:
(B)(4). D10: cat#: 139268, lot#: 615630, m2a-magnum 52-60mm tpr ins std. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one and a half years post-implantation, the patient underwent a right hip revision due to pain. During the revision, a mild amount of metal debris was encountered. The cup was well-fixed while the femoral stem was found clearly loose and rotating within the femur. All components were revised. Attempts have been made and no further information has been provided.